Event description:
A surgeon reported that the vitrectomy probe could not cut the vitreous body because the cutter did not close. Another probe was obtained, and the case was completed with no impact to the pt.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for eval. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause has not been identified. (B)(4).